Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Last night she went sky high and extremely low. Blood glucose level last night was as high as 280, mg/dl and went as low as about 70 mg/dl. Treated the high with a bolus and low with carb intake. Blood glucose level was 114 mg/dl at the time of this call. During the call the customer's blood glucose level dropped to 43 mg/dl, she was treated with juice. The customer was assisted with troubleshooting and declined for low and high blood glucose. The customer was treated with food. Customer will not be return device for analysis.